Manufacturer narrative:
The data acquisition (da) board and the solenoid valve were returned for failure analysis. No anomalies were observed during visual inspection. Functional testing was performed. Failure investigation could not replicate the problem; no fault was found.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
The customer reported that when unit is plugged into the wall 02 the unit is alarming oxygen device failed. The customer reported that the unit was not in use on patient. The customer contacted product support and caller advised found 1111 error (oxygen device failed) in the significant event logs. The issue was diagnosed and confirmed by the biomed. The authorized service personnel (asp) replaced the data acquisition (da) board and the solenoid valve to address the reported issue.